Event description:
It was reported that patient underwent a surgical procedure to implant a new artificial urinary sphincter (aus) due to unknown reasons. Patient previously ha a sling device advance implanted. No information about the patient outcome is available at the moment. Additional information was received. Patient experienced incontinence.